Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was originally treated on (B)(6) 2024, for peri-prosthetic fracture type c with a locked plate facing the right femur. They presented to the emergency department on an unknown date in july for pain in relation to the thigh. On radiography, a fracture of the implant and a secondary displacement of the fracture are observed; the plate is broken and bent. Patient was revised on (B)(6) 2024, to a new, identical plate. This report is for a lcp distal femur plate 15 hole/356mm right-sterile.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h6: part: 02.124.030s. Lot: 2882p08. Manufacturing site: mezzovico. Release to warehouse date: 24 november 2022. Expiration date: 01 november 2032. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.